Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-14290. Reference MFR report: 1627487-2012-14291. It was reported the patient has not used her scs system in over a year due to the stimulation makes her leg pain worse. An sjm representative had met with the patient and multiple reprogramming attempts were unable to resolve the issue. It was also reported the patient's ipg is above her belt line causing pain against her ribs. The patient is requesting her scs system to be removed. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.